Event description:
Pt underwent dual chamber epicardial pacer during neo-natal period. Since that time, the atrial lead became non-functional and evaluation of the pacemaker showed that it was nearing the end of life and threshold on the ventricular lead was extremely high. Pacemaker leads and generator were completely replaced.